Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence and a cartridge change error occurred. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in the 300 mg/dl range. Customer reverted to using manual injections for insulin therapy.